Event description:
It was reported that during a lobectomy procedure, there was incomplete staple line. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
.